Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the ventricular lead exhibited high impedance and high capture thresholds. The lead was not used and a new lead was placed successfully. The patient was stable.